Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal portion of the lead was returned, analyzed and the defibrillation coil was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer tubing overlay had a cosmetic environmental stress crack, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead had high/unstable/unmeasurable thresholds, had no capture, was oversensing and delivered inappropriate shocks. The lead was removed and replaced. No further patient complications have been reported as a result of this event.